Manufacturer narrative:
A supplemental report is being submitted for investigation completion after the additional information was received. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient presented with purulent drainage from the driveline exit site; a computerized tomography (CT) scan revealed a large fluid collection in the chest anterior to the ventricular assist device (vad). The fluid was drained and the driveline was moved to a new driveline exit site. Additionally, during the hospitalization, an abscess developed, which was determined to be related to an infection which had traveled from the incision site. The patient was treated with a wound vacuum assisted closure (vac) and intravenous (IV) antibiotics. Additionally information received from the site indicated that the patient experienced a hematoma at the implant site of the implantable cardioverter defibrillator (ICD) as a result of anticoagulation. It was further reported that the patient was admitted to the hospital after a clinic visit when it was noticed that the patient's infection had come back. Drainage at the sternal wound was noted, and cultures at both the driveline exit site and sternal wound came back positive for serratia. The patient was placed on intravenous (IV) antibiotic therapy. The patient in the hospital for a few weeks and had an operating room (or) procedure for irrigation and debridement (I<(>&<)>d) washout of the chest wound. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of an vad. There was no evidence that the patient had a history of infection events. Possible factors that may have led to this event include, but are not limited to, the patient¿s pre-existing history and related comorbidities and/or the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to h10: product event summary, d8: added no, and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient presented with purulent drainage from the driveline exit site; a computerized tomography (CT) scan revealed a large fluid collection in the chest anterior to the pump. It was further reported that the fluid was drained and the driveline was moved to a new driveline exit site. Additionally, during the hospitalization, an abscess developed, which was determined to be related to an infection which had traveled from the incision site. Cultures at both the driveline exit site and sternal wound came back positive for serratia and the patient was placed on intravenous (IV) antibiotic therapy. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of an vad. There was no evidence that the patient had a history of infection events. Possible factors that may have led to this event include, but are not limited to, the patient¿s pre-existing history and related comorbidities and/or the patient's complex post-operative course, including care of the driveline exit site. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with purulent drainage from the driveline exit site; a computerized tomography (CT) scan revealed a large fluid collection in the chest anterior to the pump. It was further reported that the fluid was drained and the driveline was moved to a new driveline exit site. Additionally, during the hospitalization, an abscess developed, which was determined to related to an infection which had traveled from the incision site. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible factors that may have led to this event include, but are not limited to, the patient¿s pre-existing history and related comorbidities and/or the patient's complex post-operative course, including care of the driveline exit site. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a few days ago the patient started having worsening dyspnea and productive cough. The patient went to the emergency room (ER) for pneumonia and sputum culture tested positive for methicillin-resistant staphylococcus aureus (mrsa).

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction b5: event description was corrected to include additional patient signs/symptoms regarding the event. Correction h6: patient ime code was updated. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to device evaluation and investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the controller log files did not reveal any anomalies within the analyzed period. Information provided by the site indicated that the patient presented with purulent drainage from the driveline exit site; a computerized tomography (CT) scan revealed a large fluid collection in the chest anterior to the ventricular assist device (vad). The fluid was drained and the driveline was moved to a new driveline exit site. Additionally, during the hospitalization, an abscess developed, which was determined to be related to an infection which had traveled from the incision site. The patient was treated with a wound vacuum assisted closure (vac) and intravenous (IV) antibiotics. Additionally information received from the site indicated that the patient experienced a hematoma at the implant site of the implantable cardioverter defibrillator (ICD) as a result of anticoagulation. It was further reported that the patient was admitted to the hospital after a clinic visit when it was noticed that the patient's infection had come back. Drainage at the sternal wound was noted, and cultures at both the driveline exit site and sternal wound came back positive for serratia. The patient was placed on intravenous (IV) antibiotic therapy. The patient in the hospital for a few weeks and had an operating room (or) procedure for irrigation and debridement (I<(>&<)>d) washout of the chest wound. Additional information received indicated that the patient started having worsening dyspnea and productive cough. The patient went to the emergency room (ER) for pneumonia and sputum culture tested positive for methicillin-resistant staphylococcus aureus (mrsa). Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of an vad. There was no evidence that the patient had a history of infection events. Possible factors that may have led to this event include, but are not limited to, the patient¿s pre-existing history and related comorbidities and/or the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the was in the hospital for a few weeks and had an operating room (or) procedure for irrigation and debridement (I <(>&<)>d) washout of the chest wound. The physician noted the patient has an active infection but does not appear or present with an infection. The patient was discharged.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with purulent drainage from the driveline exit site. A computerized tomography (CT) scan revealed a large fluid collection in the chest anterior to the left ventricular assist device (lvad). The driveline infection was treated surgically by moving the driveline a few inches to a new driveline exit site and drainage of the fluid was also performed. During the hospitalization a "small pimple" developed into an abscess and the patient was again treated surgically with a wound vacuum assisted closure (vac) placed for an infection that had traveled from the previous incision site all the way to the lvad. The patient was also on intravenous (IV) antibiotics. The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was admitted to the hospital after a clinic visit when it was noticed that the patient's infection had come back. Drainage at the sternal wound was noted, and cultures at both the driveline exit site and sternal wound came back positive for serratia. The patient was placed on intravenous (IV) antibiotic therapy.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.